Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If add'l info pertinent to the incident is obtained, a f/u report will be submitted

Event description:
The customer reported that the jaws locked on the device. Another device was opened and the procedure was completed. There was no pt injury. No further details are available from the site.